Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that during a procedure, the capio device misfired when the suture was loaded. Another capio slim was used to complete the procedure and there were no patient complications reported.